Event description:
Head of handpiece overheated and caused burn to pt's cheek.

Manufacturer narrative:
Pt was given tylenol 3 and prescribed vicodin. The pt has completely healed. The dr was unclear as to which device lead to the pt injury resulting in servicing of both serial numbers. Due to improper maintenance, bearings were worn and gritty in drive assembly and shaft, water port was clogged, and chuck wobbles. Medium debris level was present. Due to improper maintenance, bearings were worn and gritty in drive assembly and shaft, head was damaged and medium debris level was present. Proper maintenance to handpiece was discussed. Office staff was performing maintenance with midmark spray, but had an incorrect nozzle.